Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set was blocked during the lipid infusion. The following information was provided by the initial reporter: "when the line is stopped for a period of time and then restarted the line will ring occluded. The nurse will try many things to get the line infusing again - milking the line, disconnecting the line from the patient and flushing the line through, changing the pumps, etc. And nothing works except changing the line entirely. This is a risk as breaking steriality can occur. This takes the nurse away from other patients for long periods of time and also causes the lipids to be stopped for a long time for the patient. Is the issue only after stopping the infusion for e.g. Incompatible med administration or are clinicians experiencing leaks or occlusion alarms during the infusion? It occurs whenever you pause or shut off the lipid line for any length of time. For example just pausing it to do bloodwork can and will cause this problem. In general, how long has the lipid infusion been infusing for when the clinicians have to change the line? Eg. 12 hours into the infusion? Any trends? No trends noted as this can happen a few hours after hanging a new line to 12 hours after hanging a new line. In general, what flow rates are the lipids infusing at? 5-13 ml/hr is the most recent we have seen."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22095380. D4: medical device expiration date: 18-apr-2027. H4: device manufacture date: 18-apr-2023. Investigation summary: 2 samples of model # 100110453 ( one used and one unused) received from customer for investigation. It was reported by customer that "when the line is stopped for a period of time and then restarted the line will ring occluded". The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets arrived with lipids throughout the tubing, in the filter and past the filter. No excess solvent was seen at the ports of the filter. The sets were flushed with water and then primed with 85% glycerin / 15% water solution. In used sample of lot # 22085017 filter leakage from vent membrane was clearly observed and causing occlusion. In unused sample of lot # 22095380 an infusion run was performed using an alaris pump at a rate of 1ml/hr for about 18 hrs. No occlusion was observed. The customer complaint that the tubing was occluding could not be replicated . However, leakage issue observed in used sample . The quality notification was sent to supplier. Response received. A device history record review for model 10010453 and lot number 22095380 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set was blocked during the lipid infusion. The following information was provided by the initial reporter: "when the line is stopped for a period of time and then restarted the line will ring occluded. The nurse will try many things to get the line infusing again - milking the line, disconnecting the line from the patient and flushing the line through, changing the pumps, etc. And nothing works except changing the line entirely. This is a risk as breaking sterility can occur. This takes the nurse away from other patients for long periods of time and also causes the lipids to be stopped for a long time for the patient.. Is the issue only after stopping the infusion for e.g. Incompatible med administration or are clinicians experiencing leaks or occlusion alarms during the infusion? It occurs whenever you pause or shut off the lipid line for any length of time. For example just pausing it to do bloodwork can and will cause this problem. In general, how long has the lipid infusion been infusing for when the clinicians have to change the line? Eg. 12 hours into the infusion? Any trends? No trends noted as this can happen a few hours after hanging a new line to 12 hours after hanging a new line. In general, what flow rates are the lipids infusing at? 5-13 ml/hr is the most recent we have seen."